Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he saw black splotches all over the insulin pump's screen. The self-test passed. Customer's blood glucose level was over 400 mg/dl the other day. He pressed the act button and the blotches did not appear. The device was not returned.